Manufacturer narrative:
A medtronic representative visited the site to examine the medtronic imaging system, resulting in the decision to replace the computer, power board and the mvs cable assembly. After replacing the parts, the representative performed an imaging system check-out and tested areas passed. System performed as intended. Testing of the returned parts revealed that the computer's c-mos battery voltage was low, directly contributing to the reported event. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that while in a spinal fusion procedure reported that the medtronic imaging system was not booting up. Multiple (four) reboots failed to resolve the issue. Medtronic imaging and navigation was aborted. No delay to surgery or clinical impact.